Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the pacer rate was unable to be adjusted. The complainant indicated that there was no patient involvement in the reported malfunction.